Event description:
In 2005, it was reported to boston scientific corporation, that a procedure using a variject contrast sclerotherapy needle occurred. According to the complaint, the needle would not retract. The procedure was successfully completed using another variject contrast sclerotherapy needle. There were no complications and the patient's condition was reported as "stable."

Manufacturer narrative:
A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A visual and functional evaluation found that the needle extended and retracted properly when the handle was activated. The device was then placed in a 2.8mm duodenoscope to simulate a tortuous path and the handle was again activated. The needle again extended and retracted properly. No problems were found with this device.